Manufacturer narrative:
The root cause of the instrument issue could not be determined; however, the repairs and adjustments effectively resolved the issue. (B)(4).

Event description:
Customer called on (B)(6) 2011 to report that the unicel dxc 600i synchron access clinical system generated a falsely high ammonia result for a (B)(6) female patient on (B)(6) 2011. Customer stated that the laboratory routinely runs ammonia in duplicate. The original result for this patient was 239 micromoles per liter (umol/l), with a repeat of 63 umol/l. The sample was then rerun on an alternate dxc instrument in the laboratory, which generated a result of 71 umol/l. The customer technical specialist assisted customer with troubleshooting the instrument and generated a service request. On the same day, the field service engineer (fse) inspected the instrument and replaced the chemistry cartridge (cc) sample probe, cc sample syringe, 3-way valve, and wash collar on the cc sample crane. The fse also performed the necessary alignments and verified all alignments to the reaction wheel. Customer stated that although the result was reported outside the laboratory, it was corrected within 10 minutes and did not affect patient treatment.